Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-04204/-04205).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2009. Subsequently, patient had a left hip revision on (B)(6) 2013 due to patient allegations of pain and elevated metal ion levels. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, ¿ number 11, ¿wear and/or deformation of articulating surfaces.¿

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2009. Subsequently, patient had a left hip revision on (B)(6) 2013 due to patient allegations of pain and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records reveal the (B)(6) 2013 revision was due to pain, loosening, instability, and synovitis. The patient's medical records also noted a loose cup, wear, and osteolysis. The acetabular cup, modular head, and taper adapter were removed and replaced with a biomet head and competitor acetabular cup. Further information in patient medical records reveal patient's blood was tested on (B)(6) 2013.